Event description:
It was reported by service report that the bed would not lower because the lift potentiometer was disconnected. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
The issue was resolved for the customer by the service tech reconnecting the potentiometer to the lift actuator and reburned in the height limits.